Event description:
It was reported to philips that the paddle can only be charged to 50j when trying to shock on patient, and device prompts cannot recognize paddle type. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : the device was evaluated by the customer and customer judged that the external paddle will need replacement. Multiple requests were made to customer for device logs and event details, however customer didn't provided.